Manufacturer narrative:
Date of event is estimated. Patient weight is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of both s1 leads. As a result, surgical intervention was undertaken to remove and replace the leads.